Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device dilator would not click into sheath. The device was replaced with another angio-seal evolution device and worked fine. The patient's condition was good. The procedure outcome was good. Additional information was received january 15, 2019: a 6fr sheath was used during the flow diverter procedure. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the section. The initial report was advertently left blank. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update the h3 section and to provide the completed investigation results. One 6 fr angio-seal evolution device was received for evaluation. The guide wire was also returned for analysis. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was partially mated with the arteriotomy locator functional testing was conducted. The arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator. Then, the arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible. No connectivity issue was found. The allegation was that the arteriotomy locator could not click into the sheath. However, the arteriotomy locator was clicked and locked into the hemostasis sheath as intended. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitively determined. Based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.